Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Analysis of the logs noted the voltage imbalance at rest (vimr) bits were tripped, permanently disabling the battery. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The reason why this occurred cannot be reliably determined. It was reported that the device handle does not initialize. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate these issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of improper cleaning not related to the reported condition. Visual examination noted that there were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes on the device. The product analysis noted evidence that the device was not used as intended. This issue can occur as the power handle carries an ipx3 rating, according to which, only provides protection from spraying water. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Other unreported conditions of cracked screen and damaged ir screens not related to the reported condition were detected. Functional evaluation noted the rear handle housing was removed and damage to the organic light-emitting diode (oled) screen and infrared (ir) shield was found. Replication of the damaged oled screen and ir shield can occur if the device is dropped. Information provided to the user includes the following: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to a procedure, the device did not turn on. There was no patient involved. Medtronic's evaluation of the device found that one of the battery cells was found to be vented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.